Manufacturer narrative:
A ge service representative performed an on site investigation. All connectors and circuit boards in the workstation were replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the screen went black and the live image was lost. There is no report of pt injury or death.